Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for thrombus on the clip, which required intervention. It was reported that on (B)(6) 2017, the patient, with mixed etiology mitral regurgitation (mr), underwent a mitraclip procedure. During positioning of the clip, thrombus was noted on the clip. The activated clotting time (act) was > 350 seconds with agrata. No attempts were made to aspirate the thrombus. The anticoagulation was increased to more than 450 seconds and thrombolysis was started. After 30-45 minutes, the thrombus was no longer seen and the procedure continued, using the same steerable guide catheter and clip delivery system, with implantation of one clip. The mr was reduced from grade 3-4 to grade 1-2. There were no adverse patient sequelae and no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a definitive cause for the reported thrombus cannot be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.